Manufacturer narrative:
The sapien valve was not returned to edwards for evaluation as it was inadvertently discarded at the site. A device history review (DHR) for the valve was performed and all manufacturer's specifications were met prior to release for distribution. An edwards¿ technical summary reveals that low placement can lead to native leaflet overhang which would prevent one or more leaflets from closing during diastole and therefore is not considered a manufacturing non conformance. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the root cause for the non-coapting leaflets and embolization cannot be confirmed. However, per report, the physician believes that the patient's calcified native leaflets were overhanging the cage, which impeded the leaflets from closing. Additionally, the embolization was noted to be due to the delivery system pushing the valve into the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field sales representative, during the transfemoral tavr procedure, after deployment of the first 26mm sapien valve, the physician noted that the sapien valve leaflets were not coapting. In order to troubleshoot, the decision was made to deploy a second valve. During placement of the second 26mm sapien valve, however, the first valve was dislodged into the left ventricle. A second valve was able to be successfully deployed and the first valve was then removed via thoracotomy. The thoracotomy was closed and the patient was noted to be alive and in stable condition post procedure. Additional information provided by the edwards field sales representative, indicated the first 26mm sapien valve had been placed in a 50/50 position, however, the delivery device that was used to the delivery the second valve, pushed the first valve into the ventricle. Per report, the physician believes that the patient's calcified native leaflets were overhanging the cage, which impeded the leaflets from closing. Per the physician's discretion, the second valve was placed slightly higher than the first valve and was noted to be functioning well at the end of the procedure.